Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 27/aug/2018. Date received by manufacturer: 27/jun/2018. User interface assembly returned for evaluation. During further investigation (fi), a visual inspection of the user interface assembly revealed damage to end cap. The user interface assembly was installed in a test ventilator. The test ventilator powered up from ac mains and delivered breaths. The display intensity did not change when the brightness control was adjusted from level 1 to 5. No display was discernible; there is no backlight illumination. During debugging, the cold cathode fluorescent lamp (ccfl) was found burned out. Due to the damage to the (ccfl) backlight no further testing required. The display was installed in test vent and found no backlight illumination. The customer complaint of dim display was confirmed. The burned out cold cathode fluorescent lamp (ccfl) backlight caused the dim display.

Event description:
The customer reported that the display was too dim to read. There was no patient involvement.